Event description:
Complaint alleges: the bitegard had been placed in a patient's mouth to prevent biting down on an et tube when the green plastic molar guard dislodged from the handle and lodged in the patient's mouth and had to be retrieved by a nurse. The bitegard appear secured when inserted, had been in use for 12-13 hours and removed several times for mouth care and reinserted. When removed for mouth care after 12-13 hours the green plastic molar bite had dislodged from the white plastic handle and lodged in the patient's mouth. There was no undue force applied to the bitegard. No patient injury reported.

Manufacturer narrative:
The device was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.